Manufacturer narrative:
Post market surveillance for med consumables. No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion of lipids was noted to be leaking between the nonbd connector and tubing set while connected to a patient. Patient did not receive ordered amount of lipids. There was no patient harm.